Event description:
Per report the surgeon was performing a robotic assisted laparoscopic cholecystectomy and the da vinci xi large clip applier broke. One of the tips of the teeth were missing so we call for an x ray and the radiologist took a look and didn't see the missing part.